Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and prior to use the protective mandrel was removed and the stent was noted to be dislodged on the stylet and not mounted on the 3.0 x 15 mm xience xpedition stent delivery system (sds). There was no patient involvement. The device was not used. No additional information was provided.